Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported right ventricular lead noise that binned as fibrillation was noted via remote. No inappropriate therapy had been delivered. It was recommended that the lead be replaced, and, in the meantime, recommended programming changes were discussed to prevent inappropriate therapy. Patient was asymptomatic.

Event description:
Related manufacturer reference number: 2938836-2019-14194. New information received notes low pacing impedance and failure to capture was noted on the right ventricular lead. During the right ventricular lead revision procedure, the right atrial lead dislodged when positioning the new right ventricular lead. Both leads were explanted and replaced. The patient was stable after the procedure.